Event description:
It was reported by the patient's family member that the patient has had problems with pacing of the diaphragm to the point that the patient's stomach looks like "a baby kicking". Reprogramming was performed and the lead remains in use. Additional information obtained from the clinic report the diaphragmatic stimulation occurred shortly after implant and reprogramming was performed. The patient reported to the clinic that the stimulation continues to occur with deep breaths and exercise. Additional reprogramming was performed but has not completely resolved. The patient declined a lead replacement procedure at this time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.